Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025, the user reported difficulty attaching a connector during a supply change. After troubleshooting, the issue was resolved by using a new connector, which attached successfully both with and without the cartridge. Replacement connectors were arranged. No blood glucose (bg) values were affected. No symptoms were reported during the event.